Manufacturer narrative:
Relevant tests/laboratory data, including dates; corrected data: the diagnostic results were inadvertently not included on the initial report.

Event description:
It was reported that the patient experienced an increased length of generalized tonic events. The physician suspects the device nearing end of service as the cause as no causal or contributory programming changes, medication changes, or other external factors preceded the increased length. The patient was referred for surgery. The patient underwent generator replacement. It was reported that device diagnostics with the new generator connected to the existing lead were within normal limits. The new generator was programmed to previous generator settings. It was reported that the explanted generator was discarded by the explanting facility.